Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6 - code c19: review of device manufacturing record history confirmed device met pre-release specifications. H6 - code b20: the device remains implanted and was therefore not available for analysis. No images enabling direct assessment of product performance were returned for evaluation. Two vbx devices were implanted in the right renal artery. A second manufacturer report #2017233-2026-07426 was submitted. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported from a study: on (B)(6) 2026, a study patient underwent a thoracoabdominal procedure and a gore® excluder® thoracoabdominal branch endoprosthesis (tambe) devices were implanted. During this procedure, gore® viabahn® vbx endoprosthesis (vbx device) devices were implanted in the visceral arteries as branch devices. On (B)(6) 2026, the patient presented with abdominal pain. CT angiography showed hypoperfusion of the right kidney. There was concern of renal artery obstruction and ischemia/infarct. Creatinine was 1.75. The aaa repair appeared stable. Heparin was administered. Nephrology evaluated with recommendations for monitoring urine output, holding lisinopril and protonix and repeat of uranalysis and renal ultrasound. On (B)(6) 2026, ultrasound showed normal kidney size bilaterally, and occlusion of the right renal artery stent, which was known from the CT scan. Normal flow velocities in the left renal artery was observed. Urinalysis was within limits. The patient also reported the pain had lessened. Nephrology evaluated again and had no further recommendations as creatinine was now stable (1.55 at discharge) and down trending, suspecting this will be the patient's new renal function baseline. Patient was discharged the same day.